Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to right cylinder aneurysm and the reservoir was in the bladder causing dysuria. The patient was stable following the procedure and was doing well. A new device is expected t be re-implanted after 2-3 months. Additional information received clarified the dysuria was partial retention. The patient had laparoscopic removal of reservoir from the bladder and removal of other components through penoscrotal approach.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to right cylinder aneurysm and the reservoir was in the bladder causing dysuria of partial retention. The reservoir perforated causing a hole in the bladder causing urinary problems. The patient had laparoscopic removal of reservoir from the bladder and removal of other components through penoscrotal approach. The patient was stable following the procedure and was doing well. A new device is expected to be re-implanted after 2-3 months.

Manufacturer narrative:
Device evaluation: the ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. There was a leak in proximal cylinder (2) body that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. A bulge was identified in the cylinder body due to fluid between the inner/outer tubes. Broken fabric treads also identified. The ams 700 momentary squeeze (ms) pump was visually inspected; the kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. Therefore, product analysis confirmed the reported events.